Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that patient felt shocking last night and when tried connecting to ins saw a por message. The patient was redirected to their healthcare provider (hcp) to further address the issue.